Event description:
Enduser advised unit was working fine and then it beeped a couple of times with a red light with a telephone next to it and then shut down and will not turn back on. Enduser advised perfecto but could not provide any further information. Spoke with tech. Enduser advised pushed a button and now unit working.